Manufacturer narrative:
The referenced percutaneous lead (driveline) infection was reported under medwatch MFR report# 2916596-2018-xxxxx. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 5 months. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient¿s status after the lvad implant was complicated by previously unreported suspected thrombosis and unreported chronic percutaneous lead (driveline) infection. The patient was on suppressive antibiotics. The patient had also experienced recurrent ventricular tachycardia and chronic kidney disease (ckd), was currently in the hospital for a possible heart transplant. The patient¿s lactate dehydrogenase had been in the 800-1000 u/l range. On (B)(6) 2017, a suitable donor heart became available and the patient was brought to the operating room for transplant procedure. No additional information was provided.

Manufacturer narrative:
Additional information receive date added. No device-related issues were identified through the evaluation of the left ventricular assist system (lvas) and a direct correlation between the device and the report of suspected ongoing pump thrombosis could not be conclusively established. The pump was returned assembled with the percutaneous lead severed approximately 4 inches from the pump housing. The remainder of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned unattached from the outlet elbow. The apical sewing ring was secured to the distal end of the inlet tube. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.